Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit, failed battery test alarms or e/a alarm anomaly noted during testing. Device had cracked battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had occasional errors when changing the infusion sets. Customer stated that insulin pump had diminished battery life, two small cracks on the front and occasional battery error messages. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.